Event description:
Reporter noted posterior capsule tear occurred during procedure; anterior vitrectomy required. Error message received when changing system modes. Unable to complete removal; may need surgical aspiration. Prognosis reported as fair.